Event description:
Caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level, as levels remained within the normal range. Technical support assisted the caller with updating the pump time and advised monitoring for any future discrepancies greater than five minutes. Caller acknowledged the advice and understood the instructions given.